Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump shut off which caused high blood glucose of 325 mg/dl customer had symptoms of frequent urination, tiredness and hyperglycemic reactions. It was found that insulin pump had no physical damage. Customer declined further troubleshooting as insulin pump was functioning fine. Customer was advised that battery cap would be replaced as a courtesy.